Event description:
Diagnostic testing showed a left chest wall pacemaker with stable placement of the cardiac lead. The lvad was in place, and median sternotomy wires appeared intact. The patient's heart was normal size. Within the limitations of overlying lvad apparatus and chest wall pacemaker, no consolidation, effusion, or pneumothorax was seen. If symptoms persisted, further assessment with computed tomography (CT) would be considered. Speed was dropped initially from 5000 to 4900. Then the patient was brought back into clinic, and it was tried to go as low as 4500 but they did not tolerate this. The speed was settled at 4800. Echocardiogram imaging was taken both sitting and laying at 4900 and 4800. Lvidd while laying down was 4.19. Rv function looked strong. The patient sat up and the lvidd went down to 3.79-3.83cm. Once at 4800 they remained stable. Hydralazine was stopped. The patient was noted to be very volatile regarding fluid volume. They have been pushing 2 liters of fluid per day but also has constant diarrhea from radiation enteritis. The patient had known anemia due to metabolic derangements. They received a liter of fluid and received a unit of blood (no outward signs of blood loss) (B)(6)2026. It was noted on (B)(6) 2026 that the alarms had settled but had not completely gone away. The low flow alarms were better but not resolved. The patients' symptoms had not resolved; they very much had alarm fatigue. They dropped their hemoglobin (hgb) to go as low as it could to aid low flow status. The patient's status was alive and irritated, still with alarms but less as long as they stay volume up.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. This past month the patient had experienced low flow alarms (flows < 2.0) with high pulsatility index (pi) up to 11.9.the patients' blood pressures were never terribly high, but it had been adjusted about as much it could. The patient was seen (B)(6) 2026 for the 3month post ventricular assist device (vad) visit and described low flow alarms with simple things as brushing teeth or standing to do dishes. They were not horribly dizzy up until recently. Speed was adjusted to 4900 and a new download was done as well. They continued to have low flow alarms with prodromal symptoms of right upper shoulder and neck pain and occasional dizziness. The patient was brought back in today for a positional echocardiogram and a visit. Images were obtained laying down, and then again sitting. Left ventricular internal dimension at end-diastole (lvidd) while laying down was 4.19. Right ventricular (rv) function looked strong. The patient was sat up and her lvidd went down to 3.79-3.83cm. The flow did drop to 2.9 and pi was up to 8.5. The healthcare provider tried to drop the patients speed under echocardiogram guidance and lvidd stayed about the same 3.9-4.1. The patient had an x-ray done recently. The image from (B)(6) 2026 was compared to the post-operative image on (B)(6) 2025 for comparison. When compared to immediate post-op the pump position was now off axis from the mitral valve (mv). The event log captured intermittent low flow alarms as well as multiple brief low flow estimates with elevated pi on (B)(6) 2026. The estimated flow fluctuating below 2.0 lpm threshold. Most of these events were brief and didn¿t generate the alarms (less than 10 seconds to trigger the alarms). The estimated flows were averaging from 1.3 to 1.9 lpm and pi averaging from 10.5 to 12.1 during these events. There were no unusual rotor faults, or any other abnormal pump faults were seen in the event log. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. These seemed to be physiological in nature. While there may be a number of possible reasons for this, it seemed two common reasons are hypertension or hypovolemia. Otherwise, there were no notable alarm conditions or parameter changes seen in log file. Based on the data visible to us in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. Additional log files captured 1 low flow alarms as well as several brief low flow estimates with elevated pi on (B)(6) 2026 from 06:44 to 09:50. The estimated flow fluctuating below 2.0 lpm threshold. Most of these events were brief and didn¿t generate the alarms. The estimated flows were averaging at 1.9 lpm and pi averaging from 9.2 to 11.7 during these events. There were no unusual rotor faults, or any other abnormal pump faults seen in the event log. There did not appear to be any type of external mcs equipment issues causing these events. These seemed to be physiological in nature. The event log also captured frequent pi events on (B)(6) 2026 from 01:00 to 08:43. The pi events seen here were of a significant amount and may possibly point to another issue. Otherwise, there were no notable alarm conditions or parameter changes seen in log file. Based on the data visible to us in the log file the mcs equipment was operating as intended electronically and mechanically. Additional log files also indicated that the set speed remained at 5000rpm with a low-speed setting of 4800rpm.the log file contained pi events from (B)(6) 2026 11:36 to 12:12.